Event description:
It was reported that during an implant procedure, the physician inadvertently connected the right ventricular [rv] coil pin into the rv pace/sense port. The physician attempted to retract the set screw from the pace/sense port but the set screw would not retract. The device was removed and a new device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.